Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. The instructions for use that accompany the product warn that durepair should not be exposed to any chemicals or substances other than room temperature sterile 0.9% saline. Since an ancillary product was used in the surgery, the source of the pt reaction could not be determined.

Event description:
It was reported to medtronic neurosurgery that the pt chiari malformation for which he had a decompression operation. According to the report, durepair was used along with duraseal. Allegedly, a few weeks after the surgery, spinal fluid was found outside the skull and the pt had to have emergency surgery. According to the report, the durepair had disintegrated. It was reported that the pt acquired meningitis during this time period. The report stated that the pt also had a vp shunt implanted. According to the report, the pt is doing fine currently.